Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests his blood glucose 6-10x daily. The patient manages his diabetes with levemir insulin and novolog insulin. The alleged issue began on the afternoon of (B)(6) 2012. The patient reported a blood glucose result of "over 300 mg/dl" with the subject meter. Based on the alleged result, the patient administered self novolog insulin (12 units). About 1 ½ hours later, the patient claims he "passed out" while driving and hit a tree. Emergency medical services (ems) arrived at the scene and tested the patient's blood glucose which reportedly read "below 20 mg/dl" with the ems device. The patient was administered a glucagon injection as treatment. About 7:30pm that same day, while at the emergency room (ER), the patient allegedly obtained blood glucose results of "312 mg/dl" with the subject meter and "228 mg/dl" on the ER meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. No additional symptoms or treatment were specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. A control solution test was performed which tested within range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (06/18/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012, the meter was tested and the primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The patient also returned an empty vial of test strip, pa was unable to perform test strip evaluation. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.